Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a patient with a boston scientific device experienced a syncopal episode. The device had been programmed one week prior, and it was noted that there may have been sensing issues. It was later noted that the device was fine. No additional adverse patient effects were reported. The device remains in service.